Event description:
It was reported a blur of the camera head image. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Patient information: height: 160cm. The device was returned to olympus for evaluation and the customer's allegation was not confirmed, however, the device evaluation found pixel defects. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): 4.1 precautions (warning) ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. ¿ when the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment or zoom adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. The phenomenon was not reproduced when the device was inspected by the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor the field performance of this device.